Manufacturer narrative:
The subject device was returned for investigation. The complaint was confirmed; through trouble shooting, technical assistance center was able to verify the customer did not follow the instruction for use (IFU) properly; however, after troubleshooting the issue was resolved. The most probable cause of the complaint is failure to follow instructions, which are problems traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope was not reprocessed for an unknown period of time while the re-processor was being serviced leading to a e01 and e91 error. The issue occurred during reprocessing. There were no reports of patient involvement.